Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "pulse was down to 40. I went into complete cardiac arrest." They further reported that th eir "pacemaker has gotten to be such a problem." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.